Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the patient's pressure did not recover following three attempts to deploy the valve due to positioning difficulties. A transesophageal echocardiogram (tee) was performed revealing a pericardiai effusion. A wire perforation was reported. The patient was placed on cardiopulmonary bypass and the effusion was drained. It was reported that lunderquist wire was used for the attempted valve deployment. The patient's aortic valve was replaced with a non? Medtronic surgical valve. Per the physician, the injury was caused by the wire and not the delivery catheter system (dcs). No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).